Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 350cc saline prosthesis, catalog #3502350, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 350cc saline prostheses. Bilateral capsular contracture (baker¿s grade unknown) was diagnosed post procedure. As a result, the devices were explanted on (B)(6) 2018 (see 1645337-2018-06365 for contralateral prosthesis report).